Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and insulin pump passed the prime test. Tubing clamp was not available for the high pressure test. All programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.